Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.